Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump trace download analysis confirmed the pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. No unexpected power loss alarms noted during testing. No rewind anomaly noted during testing. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error. Customer's blood glucose value was 16.9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.